Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). The instrument was analyzed, and the complaint was not confirmed by fa. The instrument was tested on an in-house system and passed both the recognition and engagement tests. It demonstrated intuitive movement and achieved a full range of motion in all directions. The grip tips opened and closed correctly. The instrument also passed energy delivery testing in various grip orientations, as well as the electrical continuity test. The instrument was confirmed to be fully functional, with no product issues identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the instrument successfully passed both recognition and engagement tests. It exhibited intuitive movement, maintaining a full range of motion in all directions. The grip tips functioned properly, opening and closing as intended. The instrument also passed energy delivery tests across various grip orientations, as well as the electrical continuity test. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps hinge was getting caught. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi)contacted the customer and obtained the following information: the instrument was noticed for defect after the procedure was done, no more information known.